Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During an angioplasty procedure of a shunt anastomosis, this balloon ruptured under nominal pressure during its third inflation. It was found that parts of the balloon separated in the pt and were successfully retrieved. The pt is a female. The vessel was not calcified or tortuous. The rate of stenosis is unknown. There is no information as to where the physician made access to the pt. The product was properly inspected and prepped prior to use. The product was advanced to the lesion over the guidewire (aqua / asahi intecc) with no difficulty. The balloon was inflated twice, successfully (the first inflation: 10atm, the second: 12atm) using an indeflator. It ruptured under nominal pressure during the third inflation. It was found the balloon had separated and parts of the balloon remained in the pt. Subsequently, the physician attempted to retrieve the pieces of balloon by using a gooseneck and biopsy catheter (name and size is unknown). He then used a 6fr sheath introducer and removed all balloon parts from the pt. There was no adverse consequence to the pt. The pt's condition is stable.